Manufacturer narrative:
The reported even of extended charge time was confirmed. The high voltage capacitors were analyzed and found to have current leakage. The cause of the issue was caused by anomalous high voltage capacitors.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient felt a vibratory alert and presented remotely. Review of the transmission revealed that the device had reached the capacitor charge time limit. The device was explanted and replaced. There were no patient consequences.